Manufacturer narrative:
The service technician's finding of no audio was verified. The unit was powered up on battery and no audio tones were observed. The buzzer volume was checked and found to be at the maximum setting. The unit was disassembled. Visual inspection found that component u14 in the audio circuit on the main pcba was damaged, resulting in lifted pads, lifted leads, broken leads, and a torn trace. A formal corrective and preventative action investigation has been opened to address this issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the pump is not working. Upon triage on 2018-01-09, the service technician stated that the unit was found to have no ramp up alarms.